Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was in 115-133 mg/dl range. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.